Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given functional testing and this showed the device gave an "error code 45986" message. This type of error indicates a problem with the watchdog circuit component or an unknown issue.

Event description:
It was reported the device gave error alarm 45986. No further information available regarding the reported event.